Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A catalog and lot number could not be confirmed for this incident. D4. Medical device expiration date: unknown. D4. Unique identifier (UDI) #: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd vacutainer® safety-lok¿ blood collection set pre-attached holder, an unspecified number of collection sets exhibited poor sleeve function causing tubes to leak. There was no health impact or consequences reported.

Event description:
It was reported while using an unspecified bd vacutainer® safety-lok¿ blood collection set pre-attached holder, an unspecified number of collection sets exhibited poor sleeve function causing tubes to leak. There was no health impact or consequences reported.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2243072-2025-00576 was sent in error. This is a duplicate to a previously submitted report, see report 2243072-2025-00559. Therefore, this is not considered to be a reportable malfunction.